Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2023 by the american journal of sports medicine titled ¿radiographic incidence of knee osteoarthritis after isolated acl reconstruction versus combined acl and all reconstruction: a prospective matched study from the santi study group.¿ the study reviewed 80 patients and identified acl/pcl instability resulting in a second surgery with bioabsorbable interference screws and tenodesis screws in 10 patients during the 10-year follow-up period. Ref: shatrov j, freychet b, hopper gp, et al. Radiographic incidence of knee osteoarthritis after isolated acl reconstruction versus combined acl and all reconstruction: a prospective matched study from the santi study group. Am j sports med. Jun 2023;51(7):1686-1697. Doi:10.1177/03635465231168899.